Event description:
It was reported that during the implant attempt, the lead had positioning/fixation difficulties and the helix failed. The lead was not implanted, and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies. It was noted that on the distal conductor there was blood/body fluid (not obstructed), there was blood in/on helix/lobe mechanism and mechanism (sleeve head) and there was a tip seal observation.